Event description:
Philips received a complaint on the v60 ventilator indicating that the device was had a patient disconnect alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer did not respond to follow-up attempts by the philips care representative. Further good faith effort (gfe) attempts are being completed for additional information. This investigation is ongoing.

Manufacturer narrative:
H10: multiple further good faith efforts (gfe) were attempted to obtain information regarding the device issue, troubleshooting, resolution, and patient information from the time of the event. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.